Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. Despite good faith effort (gfe), no goods, pictures, service report or any kind of additional information have been provided. The root cause to the reported failure cannot be established by this evaluation. H3 other text : 4114.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4)